Event description:
Solicitor reports pt was wearing a daily wear lens successfully. A lens became damaged and the optician replaced the lens with a different lens type. The solicitor reports the new lens caused the pt some discomfort and allegedly led to hosp treatment for the removal of the lens and for scarring and ulceration of the eye. Several attempts have been made to obtain add'l info regarding the event and pt status. However, the solicitor has not provided any add'l info. The pt status is unk.